Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a pacemaker malfunction, specifically a battery breakdown was observed. The pacemaker was successfully explanted and replaced.

Manufacturer narrative:
The reported event of battery breakdown was not confirmed. Device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. Further analysis did not find any anomaly and battery voltage was still within normal operating range. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.